Event description:
It was reported that the customer needed insulin pump training. The customer went to the hosp with a nose bleed and high blood glucose levels between 359 an 639 mg/dl. The caller felt that the customer experienced high blood glucose levels because he does not know how to work the insulin pump. Advised the caller that the local rep would be contacted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.